Manufacturer narrative:
Eval: undetermined, analysis in progress.

Event description:
It was reported that the stretcher drops out of steer when going over a bump or powercord. No pt involvement or adverse consequences were reported.